Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a 23mm epic valve was implanted in a calcified, bicuspid aortic annulus secondary to critical aortic stenosis with a peak gradient of 121mmhg along with a history of multiple co-morbidities. On (B)(6) 2017, two jets of intra-prosthetic regurgitation were noted along with a peak gradient of 61mmhg. On (B)(6) 2017, echo revealed the regurgitation stemmed from the exit tract of the left ventricle. The same day, the epic valve was explanted and a 23mm medeng mechanical heart valve was implanted. Ex vivo, one of the epic valve's cusps near the commissure appeared deformed.

Manufacturer narrative:
The results of this investigation indicated all three cusps of the returned 23mm epic valve were flexible and no tears, perforations or anomalies to the cusps were observed. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. Hydrodynamic testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. There was no evidence found to suggest the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.